Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented to the emergency room. The device was found to be in backup vvi mode. A device download was successfully performed, and the device remains implanted.